Event description:
It was reported that the patient underwent the primary surgery via tka. It is unknown whether the implants other than reported products used in the primary surgery are jj products or not. On (B)(6) 2008, the reason is unknown, but a revision surgery was performed and replaced with an insert. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, it was reported that the insert might be replaced from 25 mm to 30 mm due to suspected loosening. No further information is available. Additional event information: the date of the primary surgery is unknown; the product used was made by another company. On (B)(6) 2008,due to loosening, a revision surgery was performed. On (B)(6) 2024, an x-ray confirmed possible loosening. It is currently undecided whether a second revision surgery will be performed.

Manufacturer narrative:
Product complaint (B)(4). H6: component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.